Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio 2 meter was displaying an unknown meter message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable the date or time the alleged product issue began. The patient stated that he was frequently getting error messages on the subject meter, however was unable to see the error due to visual impairment. The patient manages his diabetes with insulin (self-adjuster) and stated he decreased his dose of medications in response to the alleged product issue. He detailed that on an unknown date and time after the alleged issue began he developed symptoms of sweating, thirsty and loss of vision¿ self-treated the symptom with food and or drink some fruit juice. The patient denied receiving any treatment. At the time of troubleshooting, the cca noted, that due to the patient's visual impairment they were unable to perform trouble shooting. The patient's products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury adverse event after the alleged product issue began.